Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the front end of the harmonic ace instrument was fractured. It was confirmed that the fractured part has been completely removed, and no fragment remained in the patient. The procedure was completed.

Manufacturer narrative:
The harmonic ace instrument has not been received for failure analysis evaluation. A review of the provided image was performed, and a broken curved blade was noted.

Manufacturer narrative:
Device evaluation: intuitive surgical, inc. (Isi) received the harmonic ace instrument to perform failure analysis. The instrument was analyzed and found to have blade damage. One of the blade edges was indented, which prevented the blades from closing and caused energy recognition failures.

Event description:
Refer to h11 for follow-up information.